Event description:
The ar40e model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of prominent glare and halo, which resulted in difficulties with computer use and reading, and led to the patient's inability to perform one or more daily activities following surgery. At a post-operative visit, under-correction was noted, and the patient requested a lens exchange. The original lens was explanted during a secondary surgical procedure and replaced with an ar40e 5.0 iol. There was no product quality issue that contributed to the iol explant decision. There were no complications, no incision enlargement, no serious patient injury, no sutures, and no vitrectomy during the lens exchange procedure. Patient¿s prognosis post lens exchange was reported as expected. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was discovered this event was already reported under manufacturer report number #3012236936-2025-0003026. Therefore, the event under this report is no longer considered reportable and no further information will be provided under this report number: 3012236936-2025-0003114. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.